Manufacturer narrative:
Additional narrative: additional product codes for this report include gxl. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Service history review: lot (B)(4)/5605596 - a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is september 21, 2007. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the filter was missing, and the motor was running sluggishly. The repair technician reported the motor was running slow, the membrane vent was damaged, and the housing was damaged during dissassembly. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #006107), membrane vent, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 17-jun-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery driver filters are missing on the tops and you can see wires. Also, the motors are running sluggishly. Both items were used successfully during surgery. The issues were discovered by a device company representative after the cleaning process. This is report 1 of 2 for (B)(4).